Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was attempted to be replaced but was unsuccessful due to the patient's occluded vein. No further intervention was performed. The patient was stable.